Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ yellow particles in device inner surface are observed. ¿ yellow particles in the fill channel are observed.